Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no indication of an adverse impact to the customer's blood glucose level.